Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hta procedure performed on (B)(6) 2012. According to the complainant, the system unexpectedly went into the ablation phase before the physician was ready. The procedure was successfully completed using another procedure set. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.